Manufacturer narrative:
Patient information was unavailable from the site. The cooling catheter system (ccs) for the thermal therapy system was returned to the manufacturer for evaluation. Testing found that the fiber was bent and cracked. Subsequently resulting in a leak. However, tubing was noted to be fine. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. (B)(4). Other relevant device(s) are: product ID: 9735979, serial/lot #: (B)(4). Product ID: 9735561, serial/lot #: (B)(4), ubd: 31-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the computer of the thermal therapy system was damaged. It was reported that water leaked onto the computer from a portion of the tubing that had leaked from tubing that goes into the pump of the system. It was reported that the flow was sufficient and the leak was not observed until the computer was powered down. There was no patient present when this issue was identified. Medtronic received information that the issue occurred during an ablation procedure. It was reported that the computer powered down without prompt from the user. Additionally, the thermal therapy system powered back on after roughly forty minutes and the site then swapped out tubing for the cooling catheter system (ccs) and could complete the procedure. The reported issue was suspected to be due to the tubing of the ccs as the leak was not at connection points.

Event description:
Medtronic received information that the tubing leaked when under pressure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information: patient demographics provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the thermal therapy system functioned as designed and passed a system checkout. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.